Event description:
The customer reported that during a nephrectomy, an end tone, indicating a completed seal cycle, was heard, but oozing occurred. The generator was set at 2 bars. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.